Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Identified emi noise oversensing in episode #9819 leading to inappropriate shock. (B)(4).

Event description:
It was reported that the patient went to the emergency room after receiving an inappropriate shock from their implantable cardioverter defibrillator (ICD). A lead integrity alert had (lia) triggered due to electromagnetic interference (emi) and noise. It was further reported that there were two separate instances where noise was recorded. The patient may have been trying to repair something electrical during the first instance; the patient was positioned on a damp surface underneath a trailer during the second instance. The ICD remains in use. No further patient complications have been reported as a result of this event.